Event description:
Information was received from a patient regarding an external device. It was reported that the patient's stimulator was not working properly and would not charge the implanted neurostimulator. When attempting to charge the implant battery the patient would get a message saying to center the recharger for 100 then the numbers would jump to 100 and the implant would start charging but it did not charge. Patient would move the recharger around to try to get the best possible number to 100 but it fluctuated around. The patient noted the recharger (rtm) cord and relay box got hot. The patient also saw a "no device found" message. The issue was not resolved. A replacement rtm was sent out.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755, (serial: (B)(6), product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755, lot#/serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.